Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving lioresal 500 mcg/ml for a total dose of 100 mcg/day via an implantable pump. It was reported an infection occurred at the pump pocket site. It was noted there was no known external factors that may have led to the issue. A complete explant (pump and catheter) was performed on (B)(6) 2021. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history was asked and will not be made available. The event date was (B)(6) 2021. No further complications were reported/anticipated.